Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a vessel dissection occurred. Vascular access was obtained via the femoral artery. The 100% stenosed target lesion was located in the calcified and severely tortuous common iliac artery (cia). They advanced a non-bsc guide wire to the lesion, and advanced the 1.5 x 20mm x 143cm coyote es mr balloon catheter, but it was unable to cross the lesion. Per the physician, the guide wire was advanced into the "fase" lumen of the vessel. A vessel dissection occurred during attempts to cross the lesion "in the wrong area" with the balloon. Next, the vascular access was obtained via radial artery. An 0.035 non bsc guide wire was advanced to the lesion. The procedure was completed with a 5.0 x 40mm mustang balloon. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Examination of the returned device revealed no damage or irregularities. The reported event does not allege a product malfunction. There was no evidence of any product quality deficiencies. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu "1 or 2 0.014 in (0.39 mm) guidewire(s) that are of appropriate length relative to the procedure requirements." (B)(4).